Event description:
A malfunction alarm was reported with malfunction code 13, and it was confirmed that the technical issue was related to pump serial number 1214350. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to revert to an alternate form of insulin therapy called mdi while arranging a replacement pump and a prepaid label for returning the malfunctioning device. The customer was also guided on how to put the pump into storage mode before returning it and acknowledged the shipping instructions.